Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that the distal end of the pipeline failed to open. It was indicated that all devices were prepared as per the instructions for use (IFU), and no patient symptoms or further complications were reported as a result of this event. No additional information was provided at the time of the report.

Manufacturer narrative:
The pipeline flex was returned for evaluation within a shipping box; within an opened pipeline flex inner pouch and without a dispenser coil or introducer sheath. The unknown catheter involved in the event was not returned for analysis. The pipeline flex was decontaminated. The distal hypotube was found stretched. The distal wire was found bent under the pad. No other damages or irregularities were found with the pushwire subassembly. The distal and proximal braid sections were found tapered with damages and fraying found on both ends. Dried blood was found throughout the braid subassembly. The braid was put into an ultrasonic cleaner to dissolve the coagulated blood. Fraying and damages were still present after the blood was dissolved. Based on the analysis findings, the customer report of ¿failure/incomplete open distal (flex)¿ was confirmed. Potential causes for failure to open are: patient vessel tortuosity, damage braid, braid improperly sized to anatomy, braid was overstretched during delivery, user deploys braid in vessel bend, presence of other indwelling endovascular stents, and inappropriate anatomy. The customer reported patient vessel tortuosity as severe. The braid was found frayed and damaged and the pusher distal wire was found bent. It is possible the cause of these damages is the reported many resheathing attempts performed by the physician. The fraying/damages could contribute towards the failure to open. As the micro catheter involved in the event was not returned, any contribution of the micro catheter towards the ¿failure/incomplete open distal (flex)¿ could not be assessed. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received additional event details: the patient was being retreated for regrown of a posterior communicating artery (pcom) aneurysm. The vessel tortuosity was severe. The patient was reported to have experience an adverse event as a result of this event. The device was not placed in a bend in the anatomy. 75% of the pipeline had been deployed when it failed to open. The pipeline device was resheathed many times. Upon removal of the pipeline from the anatomy, it was still unable to open on the table. The patient was treated with an enterprise stent (competitor).